Event description:
New information received notes that the patient presented for in-clinic follow up on (B)(6) 2020, and the device was successfully reprogrammed with the specified parameters. There were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the pulse generator in backup operation. No interventions or adverse patient consequences were reported.